Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: g2 (company representative is not applicable to this event) and h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely thar error e344 occurred because to strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board before the relay contacts, which are to suppress these voltage peaks. They can be configured for three different voltage ranges. Error message e433 occurs if the effective value of the output signal, which is set for testing, during the booting of the device falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 is then rebooted. If the cause of the error remains, this may result in unlimited permanent reboots. The device is then no longer operational. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682. Product code: gei. The device was returned to olympus for evaluation and the evaluation found the device displayed error code e433 due to a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The issue was found during a therapeutic, urologic electrosurgery procedure. The procedure was completed with a similar device. There were no reports of patient harm.